Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted two days ago after experiencing dizziness and unsteadiness while walking without any apparent cause. On admission, vital signs were as follows: t: 36.5°c, p: 72 bpm, r: 17 bpm, bp: 115/66 mmhg. As prescribed, the patient was started on intravenous fluids using a closed-system intravenous catheter, which was securely in place. The following day, while administering the IV infusion, a nurse noticed blood at the site of the indwelling catheter. Upon examination, it was found that the catheter cap had fallen off. A new indwelling catheter was immediately replaced, and the patient was reassured; the incident did not cause any adverse effects to the patient.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of the loosening of the prn cannot be confirmed as no defective sample is received, and the use of the sample is unknown. The plant will continue to track and monitor such defects.

Event description:
No additional information.